Manufacturer narrative:
The returned device was visually inspected while being held upside down. This was done to determine whether the floats were free moving. Results: when the device was turned upside down, both floats moved freely. We were not able to replicate the reported overfilling. We do know that such a fault can correct itself if the device is bumped when in transit back to the manufacturer for investigation, however, we cannot confirm that this is the case in this instance. Conclusion: we could not replicate the alleged fault in this instance. We are aware of other similar complaints reporting failure of the float mechanism in the mr290 causing overfilling. The occurrence rate of this type of complaint is approximately 0.001% worldwide for the last year. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent recurrence. The mr290 instructions for use indicated the correct water level, and advises the users to replace the chamber should the water exceed the limit line.

Event description:
Reporter reported that water exceeded the limit line of the mr290 autofeed humidification chamber because the float did not work properly. Water reportedly entered into the breathing circuit. We have not received any report of injury to the pt.